Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, "when the outer box was opened, the inner container was found broken and partially opened at the spot where we peel it back to open.¿ there was no patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the harh36 device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the sides of the package and the blister was noted to be wrinkly with one tear. In, addition pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.